Event description:
Customer had a blood glucose comparison done at the doctors office. The lab result was 250 mg/dl and the device reading was 407 mg/dl. The customer treated themselves with insulin. The customer states that the meter had been calibrated with controls but did not provide values. A request was made for the return of the suspect device and replacement products were sent.